Manufacturer narrative:
It was reported that the wheel of the wheelchair was not functioning as intended ("it is not aligned correctly, it is woobly and when turning it skips"). There were no reports of death, serious injury, medical intervention, or follow up care. No additional information is available at this time. A sample has been requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the wheel of the wheelchair was not functioning as intended ("it is not aligned correctly, it is woobly and when turning it skips").